Event description:
It was reported that both the atrial and ventricular leads exhibited noise. The patient experienced pocket stimulation with ventricular pacing, but he had an intrinsic rhythm in the upper 60's and so rarely paced. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.